Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 12/14/2015. The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the clear insulation became damaged during the procedure.